Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was not determined what the cause of the loss of ble was.

Event description:
During a remote follow-up, a loss of bluetooth (ble) telemetry was observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.